Event description:
A caller reported experiencing a cgm error 42 with their device. There was no adverse impact to the customer's blood glucose level. The customer was provided with complete pump reset information by technical support and successfully reset the pump, which resolved the issue. Following the reset, the cgm error code did not recur, and the customer successfully started their sensor session.